Manufacturer narrative:
Investigation results: no product at hand, therefore a failure description is not possible. No product/package at hand therefore an investigation at the device is not possible. It is to be assumed that the defect at the package was clearly recognizable. Therefore and according to IFU the implant may not be used any more. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available and due to our experience with cases with the same failure, the root cause of the failure is probably transport/usage related. Rationale: the packaging processes in the responsible production department are validated. The packages itself will be reviewed by 100 per cent visual inspection within the production process. Therefore we exclude that the device/packaging has left the aag in a damaged condition. It must be mentioned the complained product was manufactured in 2011, therefore we assume that the product was part of a loan service. Therefore it could be possible, that the failure occurred during a high number of shipping processes and transports to the hospital respectively in the hospital. A CAPA was initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a columbus system product. There was a sterility issue with an implant. Outer box was "beat up". Upon opening box, the implant sterile packaging was noted to be compromised. Sterile packaging was ripped both through outer and inner layers all the way through to implant. This incident did occur in surgery. There was no patient harm. This malfunction prolonged the surgery for 8 minutes. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).